Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in aortic position. Approximately 3 years and 4 months later, the patient underwent a valve in valve (viv) with a 23mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 ultra valve due to stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of medical records as well as engineering evaluation findings. Sections b4, g3, g6, and h2 have been updated. Sections b1, b5, b7, h6 clinical code, device code, type of investigation, investigation findings, investigation conclusions and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients was confirmed based on medical records. Per medical record, this patient was treated for severe, symptomatic stenosis with a viv tavr 23mm s3u in a 26mm s3u, approximately 3 years and 4 months post initial implant. Echo at presentation with ejection fraction 25-30% and mean gradient 24mmhg. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had medical history of hyperlipidemia (hld), current tobacco use, copd and the fact they have an active case of endocarditis going on, which are known factors that may increase risk for early valve degeneration/stenosis, leading to increased gradients. The root cause of increased valve gradients is a synergistic inflammatory and mechanical assault that rapidly narrows the bioprosthetic orifice. Active endocarditis serves as the primary driver, where bacterial vegetations and inflammatory fibrin deposits create physical obstructions that immediately elevate transvalvular pressures. This process is aggressively compounded by hyperlipidemia and tobacco use, which introduce oxidative stress and lipid infiltration into the leaflets, triggering premature calcification and loss of elasticity. Copd further exacerbates these higher gradients by maintaining a state of chronic systemic inflammation and hypoxia, which promotes tissue remodeling and stiffening. Together, these factors transform the once-pliant valve into a rigid, narrowed structure, resulting in the rapid clinical progression of hemodynamic stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in aortic position. Approximately 3 years and 4 months later, the patient underwent a valve in valve (viv) with a 23mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 ultra valve due to stenosis. As per follow-up, the patient was a very complex case and was hemodynamically unstable requiring pressors and impella. The patient was admitted with hypotension and acute kidney injury. A new echo revealed decreased ef with aortic valve stenosis with the potential for infectious endocarditis. According to the medical record review, the patient was treated for severe, symptomatic stenosis with a viv tavr 23mm s3u in a 26mm s3u, approximately 3 years and 4 months post initial implant. Echo at presentation with ef 25-30% and mean gradient 24mmhg. The patient had been admitted to the hospital 20 days prior, in cardiogenic shock requiring a biventricular assist device and ventilatory support. According to the operative note, the valve was deployed without incident. All devices, including the ventricular assist device were removed at the end of the procedure, with hemostasis achieved and no evidence of vascular injury. Post placement the aortic valve was well seated without detectable pvl and mean gradient across the new valve was 8mmhg. According to the discharge summary, streptococcus agalactiae bacteremia with presumed endocarditis was documented, for which the patient was placed on a 6 week course of antibiotics.